Event description:
It was reported that the pump time was incorrect, cause was unknown. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.